Manufacturer narrative:
This device is used for treatment not diagnosis.

Manufacturer narrative:
This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance. Engineering evaluation noted that the revision reported was likely the result of infection, which is addressed in the product labeling under general surgical risks.

Event description:
Index surgery: (B)(6) 2009. Prior revision: (B)(6) 2016. Revision due to staph infection.

Manufacturer narrative:
This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance. Pending evaluation.

Event description:
Index surgery: (B)(6) 2009. Prior revision: (B)(6) 2016. Revision due to staph infection.